Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) displayed an error code upon start up. Analysis also noted that the device failed incoming functional tests with a 10ma ventricular baseline amplitude and the main circuit board was out of electrical specification, the hanger was cracked, five case screws were contaminated, the main seal was missing, and multiple error codes were found in the logs. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code was encountered on the external pulse generator (epg). The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer¿s analysis.